Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons manufactured backwards within the applicator [device physical property issue]. Case narrative: consumer reported via email that the tampons were manufactured backwards. No injury was reported.